Manufacturer narrative:
The device was received, and an evaluation is complete. The event history log review was completed and it noted the presence of this alarm in the log. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to false air-in-line. Service evaluation verified the false air-in-line. The cause was identified to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false air in line alarm. There was no patient involvement. No additional information is available.